Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had error code 112. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found error code 112 on the unit. The unit would not function and had a long tone. The fse replaced the front end board. A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Additional information: tel - (B)(6).

Event description:
N/a.